Event description:
It was reported that the cylinder of this inflatable penile prosthesis was buckling, resulting in lack of desired rigidity. A revision surgery is planned. No patient complications were reported.